Manufacturer narrative:
E1: phone ex (B)(6). One device was received for evaluation. Functional testing was unable to duplicate the reported problem. A review of the event history log revealed 'check for empty tubing' alarms. The main board, downstream occlusion sensor, and led's flex were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a reservoir detector error. There was unknown patient involvement.